Manufacturer narrative:
Product analysis: the product was discarded; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the guidewire was inserted into a pigtail catheter positioned in the left ventricle. The valve was deployed followed by a post-balloon aortic valvuloplasty (bav). A post-procedure echocardiogram revealed a pericardial effusion. The physician reported that a guidewire had caused the effusion. The effusion was surgically drained and the perforation at the apex of the heart was suture repaired. The patient was in stable condition. Upon physician review of the procedure, it was undetermined when or where the perforation occurred. There was a reported possibility the guidewire may have contributed to the perforation as multiple guidewires were utilized throughout the procedure. No other adverse patient effects were reported.